Event description:
Nurse reported hospitalization due to high blood glucose. The current blood glucose reading is 285 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was 395 mg/dl. Customer stated that the insulin pump did not deliver insulin and blood glucose level rose. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.